Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no failed battery test alarm noted. There was moisture damage found on the electronic and motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 139 mg/dl at the time of incident. She stated that the buttons are unresponsive and the insulin pump received a failed battery test alarm. She stated there is fluid under the lcd display. She stated the insulin pump was not dropped. She stated there is a crack on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.